Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely, that the following led to the malfunction: the oredome on the main unit side was damaged and could not be kept airtight. Which allowed water to enter the interior, presumably leading to flooding. A definitive root cause could not be identified, for the scratched on the lens of the main unit. The most probable cause of the identified failures is cause traced to component failure. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The camera head exhibited water immersion in the main unit image capture, flooding of the camera cable and also in main unit. And there was a scratch on the lens of the main unit. There was no patient involvement.